Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported during inspection that there was skipping. There was no patient harm. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified that the unit would not close properly. This unit was not repaired as the account did not approve of the repair quote. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.